Event description:
Reporter indicated a vns pt was experiencing bradycardia, central apnea, and obtundation with vns stimulation. The vns is beneficial for the pt's seizure control, but the pt has a significant history of bradycardia with vns since 2001. The previous bradycardia event is reported via MDR #1644487-2006-00432. The apnea and obtundation, and continuing bradycardia, are noted since the pt was reimplanted with new vns products in 2009. If the vns is disabled for several hours, the pt has frequent, uncontrolled seizures. If the vns output current is reduced to 1.0ma, the seizures increase. The pt has progressive bradycardia and obtundation, mostly responsive to arousal, within days to weeks after the vns output current is increased to 1.25ma. The pt has central apnea, awake and asleep, when the vns duty cycle is increased. The apnea is intermittent and timed to periodicity of the stimulator. On the one occasion that a higher duty cycle was tried at 1.0ma, the respiratory depression was progressive and lead to respiratory failure. The respiratory failure was treated in the intensive care unit at the hospital and managed by changing the vns settings. The pt is currently stable with infrequent partial seizures only as of two months later at his last clinic visit. The current vns settings are 1.2ma/25 hz/250 pulsewidth/21 sec on/5 min off.

Event description:
An article titled "intractable episodic bradycardia resulting from progressive lead traction in an epileptic child with a vagus nerve stimulator: a delayed complication," which was written by (B)(6), was received by the manufacturer. Upon reviewing the article it was identified that the content was in reference to the previously reported vns patient adverse events in addition to those reported via manufacturer report # 1644487-2006-00432. The contents of the article were previously reported in supplemental manufacturer report # 1644487-2006-00432/4.

Manufacturer narrative:
Date of this report, corrected data: the initial report inadvertently reported the aware date incorrectly. Suspected device implant date, corrected data: the initial report inadvertently reported the incorrect implant date.

Event description:
Additional information was received the physician was considering implanting the patient with a pacemaker for the patient's preexisting ictal bradycardia and bradycardia possible contributed to by vns. The patient had blank stare, poorly arousable, cold hands and feet, apnea concurrent with the bradycardia. The patient had low of <30 bpm, when their normal heart rate was of around 80. When monitored during bradycardia at eeg showed no concurrent seizure. The patient was symptomatic during stimulation with their eyes closing and less responsive which was also associated with apnea. There was no good correlation of the bradycardia with vns stimulation and the physician could not be sure it was related to vns but the bradycardia episodes did not seem to occur with seizures. When vns was set to 0 ma, he had a few days of heart rate in the 40's - 50's, then increased to normal for the past week. Bradycardia at while at stanford was not below 50 bpm, persisted for about 5 days after turning vns off, and has not recurred in the following week. He is intubated from status epilepticus, so apnea is impossible to assess. I have left vns in place, but set to 0 ma..a trigeminal nerve stimulator was placed and has been in place for a week with inconclusive change. There is still a possibility of turning the vns back on, but with discussion of concurrent cardiac pacemaker.